Event description:
It was reported that after deployment of the stent, upon pulling the device back into the sheath over the horn, the physician observed the inner shaft was separated. Everything was removed as one unit. The procedure had been completed prior to removal of the device. There was no pt effects reported.